Manufacturer narrative:
This report is submitted on april 12, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have allegedly leaked fluid. No reports of patient injury are associated with this event.